Event description:
On (B)(6) 2011, (B)(6) called to report the death of his spouse. Date of death was (B)(6). Cause of death was reported as the flu and had complications of diabetes. Place of death was at home the deceased was wearing pump at time of death.

Manufacturer narrative:
Eval summary - used device: one used device was returned for testing. The used device was visually inspected, flow and leak tested. The testing showed that the device was cut in the tubing where the cannula normally is placed. The flow and leak tested showed that the reservoir connector was clogged by to crystallized insulin. The retained samples from the same lot was visually inspected, flow and leak tested and found to be within product specifications. Unused devices: no unused devices were returned for testing. Reference samples: the retained samples from the same lot was visually inspected, flow and leak tested and found to be within product specifications.